Manufacturer narrative:
Device was exposed to below freezing temperature before implant. Exposure of the device to freezing temperature can result in a temporary low battery voltage measurement, which will result in a low remaining battery capacity displayed at time of implant or shortly after implant. Further analysis performed indicated that it exhibited normal device characteristics. Battery voltage was at bol level.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor was interrogated prior to implantation and evidenced a diagnostic anomaly. The device was not used and will be returned.